Event description:
A report was received that the patient was explanted due to a staphylococcus infection at the ipg site. The ipg site was not healing properly. The patient was prescribed antibiotics. The physician does not believe the infection was device or procedure related. The patient was discharged from the hospital and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70, serial: (B)(4), description: artisan surgical lead, 70cm. Explanted devices will not be returned to bsn as it was discarded by medical facility.